Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported patient attended chemotherapy unit and staff observed leakage from the exit site. PICC removed and break observed near to exit site. Inserted on (B)(6) 2024 into left basilic vein line cut at 52cms with external length 11cm. No other information was provided.